Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 21 2007. The facility representative reported an infusion pump with failure code 810:04. Information was not provided regarding whether or not the failure occurred during a patient infusion. Evaluation summary: during product evaluation, the air in line printed circuit board was found to be out of calibration. As a result of the ail pcb being out of calibration, failure code 810:04 was manifested. The ail pcb was recalibrated.

Event description:
The facility returned the device for service. During service, the baxter repair technician noted a defective air in line printed circuit board (ail pcb). The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.